Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated, the parts are grinding so particles fell down. There was no injury reported however we decided to report the issue based on the potential and any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that there is no apparent trend in the complaints. This arm was in scope of field action msa/2014/003/iu (z-1990-2015) and was checked, however it seems it wasn¿t replaced. Therefore, we conclude that the issue is most likely related to design of the device. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6), 2019 getinge became aware of an issue with powerled surgical light. As it was stated, the parts are grinding so particles fell down. There was no injury reported however we decided to report the issue based on the potential and any particles falling off into sterile field or during procedure may cause contamination.